Event description:
Caller reported eating after a compact plus blood glucose result of 69 mg/dl. Retested result 10 minutes later, was 569 mg/dl, retested result after an additional 5 mins, was 174. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.